Event description:
Caller states patient tested 8.0 inr and 6.4 inr on the coaguchek s system while a comparison lab returned as 4.8 inr. Patient's coumadin dose was held over the weekend. No adverse event reported. Requested return of suspect system and replacement was sent.